Event description:
It was reported by our nursing staff that the monoject 1ml insulin syringes are very difficult to read. The graduations are almost invisible because of the "monoject" labeling printed on the back of the syringe. (B)(4).